Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to replace the implant. Sign fracture care international continues to monitor these events as part of our post market activities. The surgeon stated that no further treatment is scheduled as the patient has been transferred to a different hospital.

Event description:
We became aware on 3/31/2016, that a sign implante, implanted on (B)(6) 2012 to repair a fracture had to be removed due to infection. Surgeon comment: "deep infection over nail. Exchange nail surgery."